Event description:
It was reported that a caucasian female who underwent primary breast augmentation with unknown smooth saline prostheses experienced an auto-immune diagnoses and accompanying symptoms post procedure. Hashimoto¿s disease, thyroiditis, and psoriasis were diagnosed. Tinnitus, calcification of bones, anxiety, difficulty sleeping, swollen lymph nodes, sore throat, dry eyes, chronic fatigue, neck pain behind the shoulder blade, nodules, lowered adrenal and thyroid function were noted. Treatment with supplements appear to have improved the adrenal and thyroid function. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-07925 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).